Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the pacemaker reached normal elective replacement indicator (eri) via battery voltage indicator, but the device did not display eri. The pacemaker was explanted and replaced on (B)(6) 2020. No patient consequences.